Manufacturer narrative:
Follow-up submitted to report device evaluation. When information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Patient age and explant date are unknown. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per (B)(4), during clinical procedure, bone fracture was observed.